Event description:
A malfunction was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.